Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant, the patient presented to the hospital for deep vein thrombosis which was caused by the implantable cardioverter defibrillator (ICD) system. The patient was treated with blood thinners, and the ICD and leads remain in use. No further patient complications have been reported as a result of this event.